Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead showed high, out of range pacing and sensing impedance spikes in unipolar. Bipolar impedance was within normal ranges when sitting still. At the time of the call, the impedance was stable but with noise. Sensitivity adjustments were recommended so that noise was not over sensed. Both crt-p and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead showed high, out of range pacing and sensing impedance spikes in unipolar. Bipolar impedance was within normal ranges when sitting still. At the time of the call, the impedance was stable but with noise. Sensitivity adjustments were recommended so that noise was not over sensed. Additional information was received mentioning that almost a year afterwards the patient went for a system revision, but the lead polarity was changed to bipolar pace/sense and all measurements were within range. The system was not replaced as the values were appropriate after the mentioned reprogramming. Both crt-p and rv lead remain in service at this time. No adverse patient effects were reported.